Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
¿A healthcare professional reported that following an intraocular lens (iol) implantation procedure, the monofocal toric intraocular lens (iol) was exchanged for an unspecified multifocal lens, in 3 days after the initial implant procedure. Additional information has been received and file was updated accordingly.